Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found of specification with respect to the reported "does not recognize a closed door", which was reproduced. The messages were found to be caused by loose link screws. The screws were replaced to correct this condition.